Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer's parent that the customer experienced high blood glucose on (B)(6) 2018 with blood glucose of 419 mg/dl at the time of the incident. The customer was at 187 mg/dl at the time of the call. The customer used manual injections to treat. The customer experienced symptoms such as vomiting. The customer was wearing the insulin pump during the incident. The caller stated the pump was suspending itself for a minute without any alarms or prompts. The caller also stated the pump was beeping and vibrating without any alarms or alerts on the pump, and was not delivering the proper insulin amounts. Troubleshooting was not completed as the caller declined. The insulin pump will be returned for analysis. Frn- model unknown ¿ reservoir.

Manufacturer narrative:
Device passed displacement test, displacement accuracy test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test and self test. Possible under delivery anomaly not confirmed. A test alarm was set, triggered and alarmed successfully with no lack in vibration or audio. Audio or vibrate anomaly or absence of alarm not confirmed. Device received with pillowing keypad overlay. (B)(4).